Manufacturer narrative:
On (B)(6) 2017, the subject endoscope was inspected and found to have a jet pipe broken off the water bottle connection port. The now missing jet pipe was found lodged inside the customer's aj-510 jet line adapter, which connects between a water bottle and the endoscope, enabling a forward water jet feature. Upon testing the customer's endoscope and aj-510 adapter together with a water bottle, continuous air was observed exiting the distal end of the endoscope without covering the air/water valve, thus confirming the customer's complaint. As a result of the jet pipe now detached from the endoscope, air crept into the jet line from the water bottle, insufflating the colon unintentionally. The jet pipe can become damaged or broken off if the user does not align the aj-510 adapter properly during attachment. The aj-510 adapter will be replaced and the endoscope will be repaired and returned to the customer.

Event description:
During a colonoscopy, the physician noted the endoscope exhibited continuous air flow which led to a perforation. During the course of the procedure, the physician noted increased erythema in the cecum, documented it in the procedure note as barotrauma but verbalized to the endo tech and rn that it was odd during the procedure when he found it. At the end of the procedure, the physician suctioned enzymatic solution through the scope. When he placed the tip of the scope in the solution he noticed that it was blowing bubbles without his finger on the air/water valve. Prior to the procedure, the endoscopy equipment was functioning properly. After the procedure, the patient experienced increasing severe abdominal/chest pain. X-ray revealed a colonic perforation. The patient was admitted to the hospital on (B)(6) 2017, had emergency surgery and spent 3 days in ICU and an additional 4 days in the hospital. Patient was discharged on (B)(6) 2017.